Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in-clinic, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made and resolved the issue. The patient remained asymptomatic throughout the check and will continue to be monitored normally.